Manufacturer narrative:
Correction: (b.3.) Date of event was not provided; bd awareness date has been entered in this field. Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot and material number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that bd nexiva near port tubing was defective / damaged it was reported by customer that the avia vascular ally device with nexiva near port catheter. During the trial it appears that the ally device punctured the nearport septum or tubing during a draw. Post draw medication (adenosine) through extension tubing then resulted in nurse being 'sprayed'. Verbatim: rcc received a complaint via email. Email(s) attached. Per preliminary discussion with local tm - (B)(6) regional was trialing the avia vascular ally device with nexiva nearport catheter. During the trial it appears that the ally device punctured the nearport septum or tubing during a draw. Post draw medication (adenosine) through extension tubing then resulted in nurse being 'sprayed'.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.